Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump has been exposed to moisture. The customer stated the device shows no signs of physical damage however, the keypad has become unresponsive. No harm requiring medical intervention was reported. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify keypad unresponsive or button error alarm due to display anomaly. No damage noted at keypad traces.